Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal unraveled during deployment. A second heartstring iii failed to deploy. A third replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report number 2242352-2012-01180 for the related report.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and seal were inside the body of the loading device; the seal was located under the window and it remained anchored to the tension spring assembly. The green slide lock was unlocked. The white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint for failure to deploy could not be confirmed; however, it was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).